Manufacturer narrative:
(B)(4).

Event description:
It was reported an atrial fibrillation (afib) procedure, the temperature of a catheter disappeared after 2 hours of use. The case was completed by changing the catheter without any patient consequence. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that peek housing and tip lumen transition has small bump and is cracked with reddish brown material inside the area with internal parts exposed, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4) it was reported that the temperature display disappeared after 2 hour of use. Upon receiving, the catheter was visually inspected and it was found that the tip peek housing transition had a small bump and was cracked with reddish brown material inside the area with internal parts exposed. Per this condition an x-ray was taken from the peek housing area and it was noticed that the t bar was slide down from its place concurring with the bump found on the catheter. In addition, a corrective action has been opened to address these issues. Therefore per the event reported the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence problem inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.